Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical info, based on the info provided, this case is being reported as a malfunction: pt's family member called alleging missing segments on pt's meter. Family member was unable/unwilling to answer any of the troubleshooting questions. They mentioned that pt was feeling low and had to contact emergency services. No further info was provided. Customer service was unable to resolve the missing segments and sent pt a new meter.